Manufacturer narrative:
The customer noticed the sample disk protection cover was broken and suspected this caused an interference with the probe movement and a sampling issue.

Event description:
There was an allegation of a questionable elecsys hcg + beta result from the cobas e411 disk analyzer. The initial result was 1 miu/l and the repeat result was 4328 miu/l. The questionable result was reported outside of the laboratory. The regent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced the broken cover assembly. The investigation determined the service actions resolved the issue.